Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After 4 hours since the ablation was started, a thrombus was confirmed. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient consequence. The device was visually inspected and it was found in good conditions. The temperature features were tested and no issues were observed. Then, the catheter was connected at the cool flow pump and no alarms observed; however, during the patency test, the catheter does not irrigate from the dome. Further investigation revealed foreign material occluding part of the dome. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed foreign material is primarily composed of a biological-based material, presumably human tissue or fluid. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of human tissue is related to the usage of the device during the procedure. The foreign material was assessed as not reportable as any material found on the device that originated from the patient which includes but is not limited to blood and tissue (not clot/thrombus) and the patient is free of symptoms or distress of any kind is to be considered not reportable. The ¿thrombus/clot¿ which was initially reported by the customer remains assessed as a reportable issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: pc-000627350.

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and a thrombus issue occurred. After 4 hours since the ablation was started, a thrombus was confirmed. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The thrombus issue was assessed as MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation and the initial visual inspection of the product revealed no physical damage.the analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).